Event description:
A malfunction was reported on the pump, and there were no notable events leading up to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, as the malfunction code was resettable, and the issue did not recur afterward. The customer was advised to continue using the pump and to reach out if any further malfunction codes appeared, which was acknowledged and understood by the caller.